Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the customer's complaint. In addition, device deformation due to physical stress which is caused by a handling problem was found. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus the endoeye flex deflectable videsoscope could not display or restore an image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and the inability to reproduce the suggested event, it is likely that temporary contact failure of charge-coupled-device (ccd) cable or the electrical component of the system possibly occurred a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.